Event description:
The customer reported air in line distal to the soluset. The soluset was being used to deliver an unspecified solution. After an unspecified length of time in use, the float valve in the soluset did not close the port and air entered the tubing. The float valve was reported to be joined with the wall of the soluset. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.